Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event of a telemetry issue with the programmer. The printed circuit board was found to be out of electrical specification. (B)(4).

Event description:
It was reported the programmer could not obtain telemetry with a device. A new programmer rf (radio-frequency) head was tried, with no resolution of the issue. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported the programmer could not obtain telemetry with a device. A new programmer rf (radio-frequency) head was tried, with no resolution of the issue. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l programmer rf (radio-frequency) head; product ID: 2290 pacing system analyzer. (B)(4).